Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was completely chewed into pieces by the customer's dog. The blood glucose reading was 330 mg/dl, which the customer treated with a manual injection. The customer's mother stated that the device had battery life but the reservoir compartment was chewed up. Advised discontinuation of the device. Nothing further reported.